Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4: 510k unknown due to specific device not being reported. The reason for the patient¿s revisions reported cannot be conclusively determined as the reason was not reported, no clinical information was provided, and the devices were not available for evaluation. Based upon the reported progressive upsizing of the humeral liner components in both cases, the revision may be related to instability. However, this cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 5 months and 25 days post the initial tsa, the patient was revised from a 38mm +0 liner to a 42mm liner. No patient/medical information provided.

Manufacturer narrative:
Pending investigation.